Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted the proglide instructions for use (IFU) states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported a proglide device was used in a common femoral vein via a 8.5f sheath after an interventional ablation procedure. Reportedly, a cuff miss occurred; the knot was not made. The guide wire was re-inserted and a new proglide was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.